Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right atrial lead had low pacing impedance. It was also reported that the lead was programmed bipolar but changed to unipolar. The lead polarity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.